Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus repair center for evaluation. The reported issue was confirmed and found to be due to a faulty patient board set. The device was repaired and brought back to specification. Based on the results of the legal manufacturer's investigation, the root cause of the failure of the patient board set could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center does not display an image nor pictures on the 180 scopes, but produced an image with the 190 scopes. There was no harm or user injury reported due to the event.